Event description:
It was reported that when using the pyxis medstation es system, the touch screen was not working. The customer stated that the user needed to reboot the station whenever the touch screen was not working. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A field service engineer checked the setting specially the power settings, under universal serial bus power management the setting to turn the keyabord off after 30 minutes change the setting to never turn it of as directed in the installation guide the system functioned as intended after the technical support specialist troubleshooted the device.